Manufacturer narrative:
Analysis concluded the stim ins ((B)(4)) battery had reached normal end of life, with no telemetry and no output. The ins was received for analysis at check-in with good telemetry and the battery status at low/eri. Eight days later when bench analysis was started the ins had no telemetry and no output. Destructive analysis found that there were no visual or electrical anomalies with the hybrid circuit. The ins battery was found to be depleted. Destructive analysis of the battery did not reveal any internal anomalies that would have caused premature battery depletion. A longevity estimate was done based on the programmed parameters from the initial review of the ins when it was received for analysis at check-in. Based on the analysis of the returned ins, this battery reached a normal end-of-life condition.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the implantable neurostimulator (ins) was being replaced due to normal battery depletion, and there were no complaints of therapy issues. Preoperatively impedances were taken and multiple impedances were greater than 4,000 ohms. The rep stated they would check impedances again after ins replacement. No surgical complications reported. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.